Manufacturer narrative:
Investigation summary: the returned reaction discs met acceptance criteria when tested with in-house panels. Without the returned sample, it cannot be determined it the complaint is sample related. Evaluation complete-final report.

Event description:
On or around 05/21/1997 a positive hcg result was obtained using a serum sample with the testpack plus hcg combo kit. Quantitative testing of the same sample gave a result equal to 2 miu/ml at the reference lab. The result was full bar positive with weak color but definite pink on patient bar. The patient was being seen in the emergency room for vaginal bleeding. Result reported to dr. And dr. Questioned result so quantitative test was run. The patient was treated based upon quantitative results. The account is not aware of any procedures being delayed or cancelled due to testpack result. Current status of patient unknown.